Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) and rv coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.